Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left colon resection, on cutting closed colon, the surgeon was able to press green button but was not able to squeeze the handle and the device did not fire. They replaced the device by another manufacturer¿s device to complete the case. There was no patient injury.